Event description:
During a hernia surgery, the loading unit was not present when the device was used and the instrument tip broke. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
The lower cartridge cover was disengaged from the subject device and not returned for evaluation preventing us from reliably determining the exact cause for the difficulty reported.